Event description:
It was reported that a patient underwent a left idiopathic ventricular tachycardia (idvt) ablation procedure with a optrell mapping catheter with trueref technology and a vizigo and the patient experienced cardiac perforation that required cardiac surgery and prolonged hospitalization. A patient with lamin a/c cardiomyopathy was admitted for endo/epi ventricular tachycardia (vt) ablation +/- atrial tachycardia ablation. After nips, the patient was put under general anesthesia (ga) and vascular accesses gained. Sound map was done first with a soundstar catheter, followed by right atrium (ra) map. Epicardial access was obtained, followed by transeptal puncture (tsp) under xray and transesophageal echocardiogram guidance, to gain access to left atrium (la)/left ventricle (lv). After tsp, the vizigo and optrell catheters were inserted and mapping of the lv started. Few seconds after, transesophageal echocardiogram (toe) specialist reported larger pericardial effusion. Vacuum drain from the initial epicardial access was fully opened, and it was observed a larger than normal amount of blood being drained. After looking at the limited geometry from the optrell, it was agreed that the catheter was very likely in the pericardium. Contrast was injected through the vizigo, and confirmed the vizigo and optrell were in the pericardium space, and perforation thought to be from the la posterior wall. Catheters left in place, and cardiac surgery summoned. Patient taken to cardiac surgery for cardiac repair, and radiofrequency (rf) abandoned. The perforation was located in the left atrium posterior wall. The patient fully recovered however required extended hospitalization after surgery. The physician's opinion on the cause of the adverse event is that it was due to bwi product malfunction and procedure. Procedural activated clotting time (act) was 347. No ablation was performed prior to noting the pericardial effusion.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31362338m and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).